Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the surgeon observed a partial occlusion blocking fluid flow of the distal tip of the shunt on the blue balloon side after inserting the lumen into the common artery. The device was promptly removed and replaced with another device, which functioned properly. The shunt was checked by the nurse prior to use; however, the issue was not identified at that time. No patient injury was reported.